Event description:
It was reported that the foley catheter was removed after being placed. The cuff was torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Upon visual inspection large tear present on balloon catheter. Visually inspected catheter; large tear found on the balloon cuff. Also received 5 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with tear and mushrooming present. Third photo sample shows inflation cap. Fourth photo sample shows top view of note written in native language. Fifth photo sample shows top view of tray packaging. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d,e,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was removed after being placed. The cuff was torn.